Event description:
It was reported that the patient's right atrial (ra) lead had dislodged which was confirmed via an x-ray procedure performed. The lead also exhibited high capture threshold. During the attempt to reposition the lead, the helix of the lead was unable to extend. The lead was explanted and replaced. The patient was in stable condition.